Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that the patient experienced pericardial effusion and a drop in blood pressure. During a pulse field ablation (pfa) procedure a faradrive sheath was used. Prior to performing the transseptal puncture the faradrive sheath was manipulated in the right atrium (ra). A pre-map was performed using a non-boston scientific catheter before it was exchanged for the farawave catheter. The patient had a drop in blood pressure upon the first application of ablation energy with the farawave catheter. A pericardial effusion was then identified by intracardiac echocardiography (ice). Pericardiocentesis was performed and the patient was noted to be in stable condition. The physician believed the pericardial effusion may have occurred during manipulation of the faradrive sheath. It is unknown if the procedure was completed successfully. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that the patient experienced pericardial effusion and a drop in blood pressure. During a pulse field ablation (pfa) procedure a faradrive sheath was used. Prior to performing the transseptal puncture the faradrive sheath was manipulated in the right atrium (ra). A pre-map was performed using a non-boston scientific catheter before it was exchanged for the farawave catheter. The patient had a drop in blood pressure upon the first application of ablation energy with the farawave catheter. A pericardial effusion was then identified by intracardiac echocardiography (ice). Pericardiocentesis was performed and the patient was noted to be in stable condition. The physician believed the pericardial effusion may have occurred during manipulation of the faradrive sheath. It is unknown if the procedure was completed successfully. The device is not expected to be returned for analysis.